Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated. The physician observed the fluoroscope and the image of the balloon image disappeared immediately. The occlusion balloon deflated unexpectedly. The device was removed from the patient. The patient is reported to be fine.